Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('periods were definitely heavier afterwards/ heavy periods') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 (daughter). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("I've been off of pain med"), abdominal pain lower ("very sharp pain in my lower left abdomen resiudual in same area"), urticaria ("hives"), genital hemorrhage ("bleeding/spotting again in the morning") and wound ("open wound"). The patient was treated with surgery (essure removal/total hysterectomy including taking ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, pelvic pain, abdominal pain lower, urticaria and wound outcome was unknown and the genital hemorrhage had resolved. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered abdominal pain lower, genital hemorrhage, pelvic pain, urticaria and wound to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: hives. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: social media received- new event open wound was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('periods were definitely heavier afterwards/ heavy periods') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 (daughter). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and urticaria ("hives"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menorrhagia and urticaria outcome was unknown. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered urticaria to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: hives . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added.event: hives were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('periods were definitely heavier afterwards/ heavy periods') in an adult female patient who had essure inserted for contraception. The patient's medical history included parity 1 (daughter). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('periods were definitely heavier afterwards/ heavy periods') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 (daughter). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("I've been off of pain med"), abdominal pain lower ("very sharp pain in my lower left abdomenlresiudual in same area"), urticaria ("hives") and genital haemorrhage ("bleeding/spotting again in the morning"). The patient was treated with surgery (essure removal/total hysterectomy including taking ovaries). Essure was removed on (B)(6)2018. At the time of the report, the menorrhagia, pelvic pain, abdominal pain lower and urticaria outcome was unknown and the genital haemorrhage had resolved. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and urticaria to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: hives quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2020: social media received. Reporter's information added .event: very sharp pain in my lower left abdomenlresiudual in same area and bleeding/spotting again in the morning. Product stop date added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('periods were definitely heavier afterwards/heavy periods') in an adult female patient who had essure inserted for contraception. The patient's medical history included parity 1. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia with essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible no complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined. Therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media content received: case become incident, essure removal added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.